Event description:
Anterior chamber iol was inserted due to capsular rupture. Removed at this time due to chronic inflammation. Surgeon indicates inflammation was secondary to too large diameter. On clinical exam no evidence of pigment did note large histocyte cells that second to include lipid or mucoid foreign matter.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.